Event description:
It was reported that a faulty pump and catheter were replaced. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that patient experienced pain, and had gone through "numerous tests to ensure that the pain she was experiencing was due to a faulty pump or catheter."

Manufacturer narrative:
Concomitant medical products: catheter model 8709 lot# unk serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2009.

Manufacturer narrative:
(B)(4).